Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon evaluation it was found that the flash memory chips (B)(4) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient was issued a replacement battery charger/modem.

Event description:
A territory manager (tm) contacted zoll customer support after speaking with a (B)(6) male patient, to report that the backlight of the patient's battery charger/modem is no longer working. The patient was issued a replacement battery charger/modem.